Event description:
Add'l info rec'd from rptr (B)(6) 2011: this is an update to the initial report filed. More granulomas have formed which will need to be surgically removed. I have also been diagnosed with having a systemic reaction to sculptra and am very, very sick. Have been hospitalized twice.

Event description:
Additional info received from reporter (B)(4) 2012: this is a f/u report. Original report dated (B)(4) 2011, given access number: (B)(4). After being injected with sculptra I became seriously ill and foreign body granulomas began to form within two months of the last injection. They are extremely painful and inflamed (burning similar to lit cigarettes on face). Surgeries to remove the granulomas began in (B)(6) 2011. However, inflamed granulomas continue to form (now (B)(6) months after last injection of sculptra). I have had ten (10) surgeries on my face to remove these granulomas to date, and there are more to remove. These surgeries on my face have resulted in numerous permanent scars. To date approx fifty (50) foreign body granulomas have been surgically removed from my face, and more have formed. In addition, I experienced a severe autoimmune reaction and am very ill with symptoms of immune dysfunction syndrome. These symptoms include: debilitating fatigue, muscle weakness, dizziness (vertigo), muscle twitches, mental confusion, joint pain, headaches (migraines), painful lymph nodes, nausea, insomnia, dry eyes, skin and mouth, extreme inflammation (facial and body), night sweats and chills, and more. These symptoms started three months after the last injection of sculptra and are ongoing. A severe inflammatory reaction occurred on (B)(6) 2012, which resulted in disfiguring and painful facial inflammation and the formation of numerous facial granulomas almost overnight. At that point, I was put on 200mg of doxycycline daily. Oral thrush occurred soon after and I was put on two additional medications to treat the severe oral thrush. Complications from the medications arose and include severe stomach distress, sore throat, severe nausea, dizziness, and other symptoms. A few weeks ago the doctor reduced the daily dose of doxycycline to 100mg. This is an ongoing case and to date, unresolved.

Event description:
Face was injected with sculptra and very painful lumps under skin developed which required surgical removal. Three surgeries were performed resulting in permanent scars. This procedure was done by a reputable board certified plastic surgeon. It was never told that painful lumps requiring surgical removal was a possibility when using this product. Dates of use: (B)(6) 2011.